Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (FDA-2014-n-0736-1046, awareness date 02-sep-2015). It refers to an adult female consumer in united states who had essure (fallopian tube occlusion insert) inserted in 2012. She made the decision to get essure after her 3rd child (3 years ago). She went back 3 months after it was implanted and found that tubes were completely blocked. Almost exactly a year after implanting she started having issues; she developed a 12cm cyst on her right ovary (never had before) which caused her so much pain (the cyst was so heavy that it twisted her tube) that she spent the day in the ER on pain meds. She followed up with her doctor and set a surgery to remove the cyst that was causing pain. The surgery came and when it was all said and done she ended up losing her right ovary with the cyst; she also ended up losing a lot of blood and spend some time in the hospital. When she got home she still did not feel right and went back to find out that she had internal bleeding from the surgery as well. She stated that the permanent birth control had taken weeks away from her life; she was unable to pick up her 16 month old son and was unable to play with her children. It was a hard recovery. In the 2 years since her cyst and ovary removal, she has been dealing with almost daily pelvic pain, with daily headaches, leg pain, constipation, severe bloating, increased anxiety, very heavy periods (soaking through a tampon in 15 mins) and much more. The worse she felt physically, the worse she felt emotionally. Her marriage started to suffer and in july of this year her husband and she thought about getting a divorce. She truly believed that essure was the reason for her marital issues. After suffering with these issues for 2 years, her doctor suggested getting a hysterectomy. She had a full hysterectomy leaving her left ovary on (B)(6) 2015 (at (B)(6)). In surgery, she also lost a lot of blood and spent time in the hospital. The recovery has been incredible hard. Company causality comment: this non medically-confirmed, spontaneous case report, refers to a female consumer who had a 12cm cyst on her right ovary which caused pain (the cyst was so heavy that it twisted her tube) after essure (fallopian tube occlusion insert) insertion. She was submitted to a oophorectomy and ended up losing a lot of blood (internal bleeding). After this surgery, she had almost daily pelvic pain and underwent a hysterectomy. During which, she also lost a lot of blood and spent time in hospital. Only bleeding and pelvic pain are listed according to the reference safety information for essure. Ovarian cysts can develop in females at any stage of life. Most ovarian cysts, however, occur in the hormonally active periods of development. In adults, an ovarian physiologic cyst (functional cyst, corpus luteum) or a neoplasm is the most likely factor to predispose to ovarian torsion. Essure has mechanical, local action in fallopian tubes; no hormones are released from the insert. Considering this information and given ovarian cysts pathophysiology; causality between the reported ovarian cyst/torsion and the suspect insert is considered very unlikely. Regarding pelvic pain, as it can occur during essure therapy and since no alternative explanation was provided for this event; causality cannot be excluded. This case was considered an incident, since device removal was required. In addition, non-serious events were reported. A product technical analysis is being sought. No active follow-up will be pursued, since this case was identified during health authority website monitoring.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Ptc investigation result was received on 02-oct-2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this non medically-confirmed, spontaneous case report, refers to a female consumer who had a 12cm cyst on her right ovary which caused pain (the cyst was so heavy that it twisted her tube) after essure (fallopian tube occlusion insert) insertion. She was submitted to a oophorectomy and ended up losing a lot of blood (internal bleeding). After this surgery, she had almost daily pelvic pain and underwent a hysterectomy. During which, she also lost a lot of blood and spent time in hospital. Only bleeding and pelvic pain are listed according to the reference safety information for essure. Ovarian cysts can develop in females at any stage of life. Most ovarian cysts, however, occur in the hormonally active periods of development. In adults, an ovarian physiologic cyst (functional cyst, corpus luteum) or a neoplasm is the most likely factor to predispose to ovarian torsion. Essure has mechanical, local action in fallopian tubes; no hormones are released from the insert. Considering this information and given ovarian cysts pathophysiology; causality between the reported ovarian cyst/torsion and the suspect insert is considered very unlikely. Regarding pelvic pain, as it can occur during essure therapy and since no alternative explanation was provided for this event; causality cannot be excluded. This case was considered an incident, since device removal was required. In addition, non-serious events were reported. The product technical analysis concluded that based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, since this case was identified during health authority website monitoring.